Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow, down arrow and ok keypad buttons had a delayed intermittent response, required multiple button presses to elicit a response and caused scrolling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings: the keypad was found to be peeling at the ok button. During testing, the down arrow button was intermittently unresponsive and the ok button was found to stick and cause scrolling. The up arrow and contrast buttons were responsive. During investigation, evidence of contamination was found under all key contacts and the ok key contact was found to be inverted.